Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09235, 2134265-2016-09236 and 2134265-2016-09730. It was reported that an arterial dissection occurred. The chronic totally occluded lesion was located in a mildly tortuous and severely calcified coronary artery. Two runway guide catheters, a crossboss catheter, and a promus premier were selected for treatment. During procedure, arterial dissection was noted and the patient underwent an open heart surgery. There were no malfunctions noted on all devices used. No further patient complications reported.